Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, the patient reported that she had two sets that had issues, one had blood, and another had a bent cannula that led to diabetic ketoacidosis. Reportedly, she had a bent cannula, sunburned, and thought that she was dehydrated as her blood glucose level was 354 mg/dl (at the time of the incident). The site location was her abdomen and the infusion set had been used from afternoon to the next morning. However, she thought that the bent cannula occurred during insertion. Consequently, she experienced nausea, weakness, and cramps. Therefore, on (B)(6) 2021, she was admitted in the emergency room with blood glucose level of 354 mg/dl and had ketones ('dark purple' on the strip, it was 13.9). During hospitalization, she was administered some unspecified drug intravenously (drug name unknown) and was manually treated for her high blood glucose level with an injection. Reportedly, she was stayed in the intensive care unit from (B)(6) 2021 to (B)(6) 2021. Currently, her blood glucose level was 283 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.